Manufacturer narrative:
(B)(4) follow up. The customer reported the presence of a black substance on the needle. Because the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided for review by the quality team. One image depicts the needle assembly within the blister packaging, and the second shows the top web of the blister pack. No defects or abnormalities were observed in either photograph. A device history record review was completed for material number 305211, lot 4142167. The review confirmed that no quality issues were detected during the manufacture of this lot that could have contributed to the reported condition. No related quality notifications were identified. All processes and final inspections were performed in accordance with specification requirements. Additionally, no similar events have been reported for this lot to date. Based on the investigation and the limited photographic evidence available, the reported condition could not be confirmed. Without the ability to analyze the actual physical sample, the probable root cause could not be determined.

Event description:
A patient reported she observed a black substance on the needle. No patient harm.

Manufacturer narrative:
E1. Address information was not provided; therefore, (B)(6) was used as the state. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.